Event description:
A 26 mm diameter x 15 mm diameter x 13. 5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant were not reported. It was reported the patient presented to the hospital with a ruptured aneurysm 16 months post initial stent graft implant. The aneurysm ruptured due to a large type I endoleak. The patient was converted to open repair and the stent graft was explanted. No additional clinical sequelae were reported and the patient is fine.